Event description:
Per independent repair center statement, the irc5p concentrator was alarming (red light). The key failure was saturated sieve beds. Additional malfunctions were a clogged exhaust manifold and leaking tie wraps and hose clamps.